Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) experienced syncope and bradycardia. No additional adverse patient effects were reported. The device remains in service.